Event description:
(B)(4). The caller states that the foot section of the device is cracking. The caller has no further information to provide.

Manufacturer narrative:
Additional information will be added as it becomes available.